Event description:
Patient was scheduled for selective internal radiation therapy (sirt) for liver tumor. During procedure it was noticed that there was a leakage on the membrane of the v vial after first injection. Attempt was made to seal the leak but to no avail. The decision was made to abort the procedure due to possible exposure to staff, patient, and procedure room. All possible exposure areas were scanned by physicist and there appeared to be no exposure. The delivery box and all contaminated materials were put into a red bag. It is estimated that patient received less than 10% of the prescribed dose. Radiation oncologist spoke with patient and procedure will be rescheduled. No patient harm identified as a result. Manufacturer response for selective internal radiation therapy (sirt) - v vial, sir-spheres y-90 resin microspheres delivery system (per site reporter): placing derma bond to the v-vial before administration of the dose in order to prevent any possibility of leakage.